Event description:
The implanted pump was removed from the deceased patient. The device was not defective. The hcp did not attribute the pt death to the device system. The cause of death was unk. The pump was used to deliver morphine.

Manufacturer narrative:
(B) (4): the pump was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.